Event description:
This is a report of a patient who experienced a connection issue with a minicap transfer set. The transfer set could not connect with the titanium adapter. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.